Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) and battery pack (B)(4) has been completed. The reported problem (damaged battery tab/loop) has been confirmed. Upon receipt, the locking tap was damaged. The cause for the damaged locking tab cannot be positively determined. Upon further evaluation, the battery cells of both battery packs were leaking. The cause for the leaking cells cannot be positively determined. Device evaluation of battery pack (B)(4) has been completed. The reported problem (damaged battery tab/loop) has been confirmed. Upon receipt, the pull tab was damaged. The cause for the damaged pull tab cannot be positively determined. Upon further evaluation, pin 1 of the battery connector was bent. The cause for the bent battery pin cannot be positively identified. No adverse event resulted from the defective battery packs. Manufacture date: (B)(4). (B)(4), 04/2009. (B)(4), 12/2009.

Event description:
A (B)(6) returned several battery packs due to physical damage. Upon servicing, batteries (B)(4), (B)(4), and (B)(4) were found to have reportable deficiencies (leaking cells or bent pins).